Event description:
Security band too tight. Upon arrival foot warm and pink an assessment was completed and pt's right foot was found mottled and cool to touch. The security band on right leg was removed. Positive pedal pulses were present. Foot color and temperature returned to baseline. No adverse pt outcome.